Event description:
Nellcor puritan bennett rec'd info that alleged a pt had expired while being monitored by an n-3000 pulse oximeter. According to the family, "unit did not alarm, until the sensor was removed from the pt". No further info has been made available.